Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of a leak with maxzero could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 lot number 21025480 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the maxzero needleless connector leaked during use. The following information was provided by the initial reporter: "customer has been experiencing leaking issues with their b braun connector and cstd, so they brought in maxzero to trial and they unfortunately experience another leak with maxzero. The customer is not sure where the leak was coming from".